Event description:
Affiliate reports pt had reconstructive pedicle flap surgery. Minor infection present at this time. Reservoir with drain was used post op and pt presented with inflammatory reaction.